Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/05/2017, that on (B)(6) 2017, the patient experienced a detached sensor wire. The sensor wire was inserted into the abdomen on 03/01/2017. No injury or medical intervention was reported.